Event description:
The customer contacted abbott regarding hemoglobin syringe "fail to home" error messages generated from the cell-dyn sapphire hematology analyzer. The customer replaced three syringes in four days, originally due to a loose syringe plunger seal, however, subsequent syringe replacements generated the errors until the last replacement. The customer stated there were no further errors and the customer was instructed to monitor the syringe for several days. Upon follow up, the customer stated the analyzer was performing within specs, all quality controls were within range and the issue was resolved. The customer reported there was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.